Event description:
The pt was admitted for a procedure in 2008. When the physician was introducing a 3.5 x 13mm cypher select plus stent through the guiding catheter, he felt some resistance. The physician decided to continue pushing and the hypotube "broke up". The produce was completed with a different stent.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.